Event description:
The mesh was placed prior to the manufacturing recall. The patient was brought in for a bowel stricture procedure and the mesh was identified during the surgery. Because we were aware that this may have been recalled mesh product, we called davol, inc./c.r. Bard and they confirmed that this is a piece of mesh that had been recalled. It was decided the mesh would be removed just to be safe.